Event description:
It was reported that the right ventricular lead exhibited high thresholds. The lead was capped and replaced. The patient was in good medical condition during and post procedure.

Manufacturer narrative:
.